Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance, high thresholds, unstable thresholds, no pacing output, and a fracture. Review of performance data also indicated a high number of short interval counts. It was noted that the lead integrity alert (lia) triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.